Event description:
The zeppelin 5.4f balloon guiding catheter was being used to provide flow control in the right ica during a surgical resection of an aneurysm. During preparation, the catheter was vented according to the instructions supplied. The physician noted that, although the balloon was inflating and deflating satisfactorily, a constant stream of air bubbles exited into the balloon inflation hub. The catheter was placed in the appropriate position in the pt who was then transferred to the operating room. During the procedure, the balloon was inflated and deflated at the request of the physician and non-ionic contrast media was injected throught the central lumen. Initially, the balloon was reported to have performed adequately but then started to have difficulty inflating and deflating. Next, it was noted that upon deflation, blood was being drawn into the balloon inflation syringe via the hub. The procedure was lengthy and during what became the final attempt to clip the parent vessel, the vessel ruptured. The balloon then ruptured during inflation with consequent extravasation of blood from the vessel at the rupture site. The procedure was completed with vessel clipping. The pt did not survive the consequences of the surgery. The death is not being related to the balloon rupture.